Event description:
It was reported that signal loss over 1 hour occurred on for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. A review of the share logs was performed and not found for serial number (B)(6) within the investigation window.  The allegation was undetermined. The probable cause was determined to be receiver, reported allegation not found. The reported event of signal loss over 1 hour is reportable because data does not reflect on incident date 06/14/2021 and receiver passed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.